Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin.